Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose above 600mg/dl which was treated with syringe and manual injection. Customer¿s current blood glucose was 75mg/dl. Customer states that drive support cap was normal. Customer reports insulin exited at the qr. Customer performed displacement test and passed the test. Insulin pump will not be return for analysis.